Manufacturer narrative:
(B)(4).

Event description:
A peritoneal dialysis nurse has reported that dialysis solution is leaking out of the cassette and into the cycler. Pd rn states that when patient removed the tubing set she noticed a crack in the heater on the heater bag line and fluid leaked inside the cassette door area. Pd rn reports prophylactic antibiotics administered as a precaution. Patient expresses or demonstrates no ill effects, effluent has remained clear. There is a sample available for evaluation.